Manufacturer narrative:
Investigation: visual inspection revealed no non conformities with the returned device. There was no evidence of blood on the unit. A functional test was performed to determine if the xpose would tighten or not. The xpose and the flex link arm were secured in place when the knob was tightened. Based upon the findings above, the reported complaint "would not lock into position" could not be confirmed. A lot history record review was completed for the reported product lot number. There was no nonconformance which could have contributed to this failure mode. Internal file number - (B)(4).

Event description:
The hospital reported that during a coronary artery bypass procedure, the xpose 4 device would not lock into position. A replacement unit was used to complete the procedure. The hospital did not report any patient effects. The product was returned.